Event description:
A malfunction alarm identified as malf 12 was reported, and it was unknown if there was any impact on the customer's blood glucose level as the customer declined to answer. Technical support provided assistance to reset the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if the issue reappeared, with the customer confirming their understanding.